Event description:
The pump had an alarm. It was stated while troubleshooting for the pump the customer had been hospitalized for dka. Bgs were treated with insulin drip. The basal rate was turned off when admitted to the hospital. The customer was not connected to pump at the time of this call.